Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient experienced syncope and was hospitalized. It was also reported that the left ventricular (lv) lead exhibited fracture, and a alert triggered due to high pacing unipolar and bipolar lead impedance. The involved lv lead is inserted in the rv connector port. A revision procedure was performed, a new endocardial lead was implanted and connected to a new pacemaker. The old pacemaker remains in service connected to the lv lead. A comparison of the the lv lead use before date field and implant date found the lead was implanted after the use before date. No further patient complications have been reported as a result of this event.